Manufacturer narrative:
Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Occupation: lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the physician was performing a right leg intervention via left common femoral access using a 6fr pinnacle sheath. He took a groin shot and confirmed good access location. The vessel measured about 7 millimeters and showed moderate disease and calcium. The decision was made to use the angio-seal closure device involved. The radiology tech did the deployment, but immediately stated it felt funny while pulling back to seal and tighten the suture down. The registered nurse (rn) and doctor immediately checked the left lower extremity with doppler and could not find a pulse. The decision was made to access the right common femoral artery and take an angiogram of the left leg to diagnose the problem. The angiogram showed total occlusion at the angio-seal deployment site. A glidewire was used to cross the occlusion. A percutaneous transluminal angioplasty (pta) balloon was inserted over the wire and inflated for 3 minutes, and blood flow was restored to the left leg. Manual pressure was used to achieve hemostasis on the right common femoral artery. The patient was in stable condition. There was good blood flow to the patient's extremities. An abdominal angiogram with runoff and an angioplasty of the left common femoral artery were performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. It was stated in the allegation that there is no direct allegation against the angio-seal and likely related to the patient anatomy and the use of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).